Event description:
Caller states that during a correlation study the following coaguchek xs/coaguchek s results were obtained: 2.0 inr/2.5 inr. 1.7inr/2.2 inr. No treatment information provided. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
No pt information provided. This medwatch is suspect device in coaguchek s system.